Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified no visual anomalies. Technical visual inspection identified signs of the blender being dropped and a loose faceplate. Device evaluation found that the device was out of calibration; however, this did not confirm the reported event of the device output flow turning off when at 21% and 100%. A root cause could not be determined; however, if the device had been dropped it could have contributed to the reported issue. The device was re-calibrated and tested to OEM specifications. The alarm calibration, inlet check valve leak test, outlook flow test and final visual inspection all passed. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was installed to an incubator. Testing after installation identified that the device output flow would turn off when at 21% and 100%. There was no patient involvement.